Manufacturer narrative:
Sjm has limits information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07356. During the procedure, the pt's blood pressure dropped a couple of times, but regulated itself both times. The procedure was not extended, and the pt was monitored closely postoperative. It was also reported the pt had discomfort at the lead site that continued overnight. The pt went to the emergency room where the pain physician met the pt the day after the procedure. It was reported a CT scan was performed, and the physician removed the trial leads. The physician suspected the lead may have been in an anterior position. Follow up identified the pt had not had further blood pressure issues.